Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed. (B)(4).

Event description:
(B)(6) clinical study it was reported that the patient experienced chest pain. In (B)(6) 2013, clinical assessment indicate that the patient's qualifying condition was stable angina and was referred for cardiac catheterization. Subsequently, index procedure was performed. The target lesion was located in the proximal left anterior descending (lad) artery with 99% stenosis, a length of 12 mm, and reference vessel diameter of 3.5 mm.. The target lesion was treated with a pre-dilatation and placement of 3.50x20mm study stent. Following post-dilatation, residual stenosis was 0%. On the following day, the patient was discharged on dual antiplatelet therapy. In (B)(6) 2016, the patient presented due to chest pain and subsequently coronary angiography was performed. The event was considered resolved on (B)(6) 2016 and there were no additional patient complications related to this event.